Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high and low blood glucose. The customer's low blood glucose would range from 50 mg/dl to 60 mg/dl. The customer declined troubleshooting for low blood glucose. Additionally, the customer had a high blood glucose level of 306 mg/dl in the morning. The customer took a bolus of 3.4 units but he still had a blood glucose level of 306 mg/dl. The customer also reported that they received an insulin flow blocked alarm on the insulin pump. The customer's blood glucose level during the alarm was 55 mg/dl. The customer treated their low blood glucose with food. It was noted in troubleshooting that the bolus history had displayed all the bolus entries. Insulin was able to exit during troubleshooting without incident. The customer will be sent a replacement for their infusion set. The device will not return for analysis.